Event description:
It was reported that balloon tear occurred. A 5.00 x 32mm synergy xd drug-eluting stent was used, however; it was noted that the balloon was torn off from the catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 5.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no stent on the sds. The crimped stent outer diameter at the time of manufacturing is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon body was covered in brownish medium resembling blood. There was no sign of damage noted on the balloon. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at the port bond. The shaft polymer extrusion was stretched around the break site and was covered with brownish medium resembling blood. The device was placed in water-bath to soften the hardened media. The device was placed in water-bath to soften the hardened media. The returned device was attached to an inflation unit and positive pressure was applied to rated burst pressure to inflate the balloon and the balloon inflated with no issues. No leaks or damage to the balloon observed. The inflation device was verified for functionality at to rated burst pressure before and after use with pressure tester. No other issues were identified during analysis.

Event description:
It was reported that balloon tear occurred. A 5.00 x 32mm synergy xd drug-eluting stent was used, however; it was noted that the balloon was torn off from the catheter. No patient complications were reported.